Event description:
It was reported that pump displayed cartridge change error even after customer attempted to load multiple cartridges with proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to inspect and clean pump components, refill and reload new cartridge, and verify parts, but issue continued, so pump was confirmed within warranty and scheduled for replacement, customer was instructed to use multiple daily injections as backup insulin therapy, and was given instructions for storage mode, shipping, and return of problematic pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.